Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the plastic bag tore once inside the patient before putting gallbladder in the bag. It tore before pulling back the white ring. New bag was opened up to resolve the issue on order to complete the case. There was no patient injury.